Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician ((B)(6)) was unable to fully remove an implanted lead as it separated during the attempted removal. The distal portion of the lead remains implanted. At this time, the physician does not plan to remove the remainder of the lead.